Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimate. Reportedly, the cartridges are filled with 200 units and the customer typically received an initial fill estimate of "169 units". There was no impact to the customer's blood glucose level. Although requested, the customer stated being unable to upload the pump data logs. The customer reported that cold insulin is sometimes used to fill the cartridge. Tandem technical support educated the customer that the insulin gauge displays reading in increments of 5 units until it reaches 40 units. Recommendation was made to monitor the load process.